Event description:
Procedure: nephrectomy. According to the reporter: the surgeon was firing a white reload on the renal vein and the stapler misfired. A second reload was used and it also misfired. When stapler fired, it was holding appropriate tissue, but did not fire smoothly. Made grating/crunching sound. The staples appeared non-uniform, irregular, and there were gaps in certain areas of the staple line where the staples were not deployed. Once the cut was made, there were subsequent gaps in the staple line and holes in the vasculature. The case was converted from laparoscopic to open and the patient has subsequently done fine. Seems to me there was something wrong with the staple cartridge. The third reload worked. Egiaustnd handle 030457 reloads these are the two items he uses for that procedure. The r.n. In the room accidentally threw the items out. He did not use reinforcement material that I know of. Davinci nephrectomy, male approximately 22 to 25 years old.

Manufacturer narrative:
(B)(4).